Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer's blood glucose value 107 mg/dl. Customer was assisted with troubleshooting and the insulin pump failed the self test. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a broken trace at the u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.